Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A stopcock cracked which lead to a leak during patient use. During an unspecified surgical procedure, the patient was receiving an unspecified infusion of vasopressors through an alaris pump (rate unknown). During the infusion, the stopcock cracked ¿either in the "bridge" of the stopcock or the connections¿. This caused the vasopressors to leak and the patient to become hypotensive. The operating room staff needed to change the access site and administer a dose of unspecified medication to treat and normalize the patient¿s blood pressure. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.